Manufacturer narrative:
A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2021 with irregular astigmatism, more in the right eye (od) than the left eye (os) at 4 year postop exam. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision, right eye worse than left over the past 6 months. Patient reported symptoms are interfering with daily activities and was referred for crosslinking.. Bcva from (B)(6) 2017: right eye pre-op 20/20 -3.50 x -1.75 x 50; left eye pre-op 20/20 -3.50 x -1.75 x 140.